Event description:
The healthcare professional (hcp) reported through a manufacturer representative that a lead break/fracture was suspected during the trial procedure. Initially the lead appeared to have no issues and was implanted normally; however, once the lead was connected to a wireless external neurostimulator (wens), electrode 5 came up with a red cross. The lead was re-inserted, but the issue remained. The lead was then switched to the 8-15 port, at which time electrode 13 showed a red cross. The lead was then returned to the 0-7 port and connectivity testing showed all green. Testing was then performed with the patient, whereby they did not feel stimulation and testing was ceased at 20 ma. Impedance testing was performed and showed all electrodes as ¿greater than 4000 ohms.¿ additional connectivity testing was performed that then showed electrodes ¿4 to 7 all with a red cross.¿ the doctor then proceeded with implanting the patient¿s second trial lead, which showed ¿all green and normal impedances;¿ a wens issue was subsequently ruled out. Table testing of the second lead found the patient felt stim at 2/3 ma. The first lead was then replaced with a third lead and testing showed no issues, with green connectivity and normal impedances. The patient also felt stimulation with the replacement lead. The lead was replaced and the trial was completed successfully. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 977d260 lot# (B)(4) serial# explanted: (B)(6) 2022 product type screening device. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), ubd: 09-apr-2026, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.